Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated they received questionable igg antibodies to rubella virus (rub) results on their e601 analyzer for one patient. On (B)(6) 2013, the patient had a rub result from the e601 analyzer of 28 ui/ml. The patient went to another laboratory and had a new sample drawn, however it was unknown when the sample was drawn. The sample was tested on an ortho 5600 and the result was <10 ui/ml which was negative. The result of 4 ui/ml was also provided for this result. The sample was then tested at another laboratory using a diasorin analyzer and the result was <8 ui/ml which was negative. On (B)(6) 2013, the customer stated the sample was then tested on the e601 analyzer and was found to be 30.07 ui/ml. Information on whether any of the results were reported outside the laboratory was requested but not provided. The patient was not adversely affected by this event. The rub reagent lot number was 172933. The expiration date was requested but not provided.

Manufacturer narrative:
The customer returned two patients samples for investigation. The customer's results were confirmed and was considered a correct positive result.